Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted in a high position at 2 millimeter (mm). During the release of the valve, the valve dislodged up into the ascending aorta. A second valve was positioned deeper. No additional adverse patient effects were reported.